Manufacturer narrative:
Per subsidiary sales team, this has been a recurrent problem over the last three years.

Event description:
It was reported that during routine testing of the device, the device would not operate on battery power. There was no patient involvement.

Manufacturer narrative:
The reported issue was not verifiable. Multiple diligence attempts were unsuccessful for part return. If additional information becomes available on this complaint that would alter the facts and or conclusion, a supplemental report will be filed accordingly.